Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that sometime after a coronary artery drug eluting stenting treatment procedure, the patient experienced strokes, arrhythmia and low blood pressure. In (B)(6) 2008, a taxus express 2 stent was implanted. The patient mentioned his vitality 2 implantable cardioverter defibrillator (ICD) ¿went off¿ and shocked him when he was on the table during an angioplasty procedure. In (B)(6) 2017, the patient went to the grocery store had to stop three times because he was feeling really bad. The patient mentioned his ICD came close to going off without actually going off (or shocking him). The patient reported he has had three strokes but doesn't know when he had the strokes. He currently has low blood pressure, and his heart skips a beat and adds a beat here and there.